Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 50 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. Customer mentioned the device over-delivered insulin. The product was returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, primetest, excessive no delivery test, displacement test, dat test and download due to motor error alarm. Pump passed idle current test and run current test.pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.